Event description:
Event description boston scientific, crm received information that this patient experienced some syncopal episodes prior to june, 2006. There was no evidence of inhibition of pacing; however the patient did experience dizziness and fainting. This information was reported at the patient's follow-up visit on september 1, 2006, and the right ventricular threshold measurement was confirmed to be 1.8 volts at 1 msec. This patient is pacemaker dependent and the physician scheduled an ECG holter monitor for the following week.